Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure the surgeon was presented with a broken sliding suture cutter from sterile processing; the device was unusable. The sterile processing person broke sterile grounds to retrieve another sliding suture cutter; however, for whatever reason, the surgeon did not want to wait for the instrument and went open to accomplish the repair. Upon returning with the replacement instrument the sterile processing person asked the surgeon why did they not wait, the response from the surgeon was just that he did not want to wait (?). The procedure was completed open, successfully without further issue. Nothing being returned

Event description:
Our rep. Is reporting to us that during an arthroscopic shoulder procedure the surgeon was presented with a broken sliding suture cutter from sterile processing; the device was unusable. The sterile processing person broke sterile grounds to retrieve another sliding suture cutter; however, for whatever reason, the surgeon did not want to wait for the instrument and went open to accomplish the repair. Upon returning with the replacement instrument the sterile processing person asked the surgeon why did they not wait. The response from the surgeon was just that he did not want to wait (?). The procedure was completed open, successfully without further issue. Nothing being returned.

Manufacturer narrative:
Nothing is being returned for evaluation, device discarded at user facility. However, the device has been in service for some time at the facility without issue, also, the device came out of sterile processing in the damaged condition. We can legitimately assume that it had been in use prior to sterile processing without issue, since there was no complaint, and so went into sterile processing in good working order and emerged in damaged condition. Although there was a replacement instrument available, for whatever reason, the surgeon did not want to wait and chose to go open for repair. We attribute the device's failure to user handling, a maintenance issue; and the conversion from arthroscopic to an open procedure to a convenience decision. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Nothing is being returned for evaluation, device discarded at user facility. However, the device has been in service for some time at the facility without issue, also, the device came out of sterile processing in the damaged condition. We can legitimately assume that it had been in use prior to sterile processing without issue, since there was no complaint, and so went into sterile processing in good working order and emerged in damaged condition. Although there was a replacement instrument available, for whatever reason, the surgeon did not want to wait and chose to go open for repair. We attribute the device's failure to user handling, a maintenance issue; and the conversion from arthroscopic to an open procedure to a convenience decision. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.